Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded battery tube and corroded electronic assemblies. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump not turning on. It was stated that customer went to swim, then insulin pump turned off after water got it. There was fluid under the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.